Manufacturer narrative:
(B)(4). During investigation, a review of complaint history, instructions for use (IFU), quality control (qc) and trends was conducted. The complaint device was not returned for investigation. Both the introducer and the dilator are produced by an approved vendor. A review of the lot found there were no reported problems during production of the lot. There were no rejection at incoming quality control reported for the lot. Incoming quality control personnel verifies that the device surface is clean and free of imperfections. There is also a 100% inspection, confirming the inner catheter is smooth and clean, free of excessive dents and kinks. In addition, there is a confirmation that the surface of the outer catheter is smooth and clean, free of excessive kinks and foreign debris. The product is shipped with an instructions for use (IFU); which states intended use, precaution, potential adverse events and usage instructions for the device. Without return of the complaint device, it is not possible to determine the root cause of this incident. We have notified appropriate internal personnel and will continue to monitor for similar events. Quality engineering risk assessment concluded that further risk reduction is not required.

Event description:
During an aorto iliac angiogram brachial access on a male pt with pre-existing vascular disease, the dilator from the 4f micropuncture set broke off in a pt. Eventually the physician was able to successfully retrieve the end. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Event description:
During an aorto iliac angiogram/brachial access on a male pt with pre-existing vascular disease, the dilator from the 4f micropuncture set broke off in a pt. Eventually the physician was able to successfully retrieve the end. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did ot experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.